Event description:
Healthcare worker was opening a pouch for the or sterile field, when she experienced burning on her little finger with white at the contact site, when removing batteries from the pouch. Left hand turned white with burning sensation. She was wearing gloves when the contact occurred. Vaporizer plate reported to be in place.

Manufacturer narrative:
As a result of asp's on-going post-marketing surveillance related to the sterrad 100s sterilization system, asp has developed a new vaporizer plate that is easier to install and more resistant to accidental dislodgement. This change was initiated in response to reports involving minor hydrogen peroxide contact resulting in transient skin burns from customer using the sterrad 100s system. We have determined that there is an increased chance that tiny droplets of hydrogen peroxide could fall onto the sterilization load during the cycle if the vaporizer plate is not correctly placed. This information was distributed worldwide effective in 2005.